Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Foreign country - poland. Review of the most recent repair record determined the unit was out of calibration at the 0 setting, the control bar position was not correct, and the motor was corroded and the speed was unstable. The motor was replaced and the position of the control bar and the unit were recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that there was a control bar issue, calibration issue and corroded motor. The event timing was during preventive maintenance. There was no harm or delay reported. Upon investigation, the motor speed was unstable. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.